Event description:
It was reported that during the extraction of the rv lead the right atrial (ra) lead dislodged. There was no issue with the ra lead however, due to the dislodgement a new lead had to be placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned in segments, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 implantable tachy lead (B)(6) 2009; d314trg defibrillator (B)(6) 2012. (B)(4).